Manufacturer narrative:
Patient age at time of event was not provided. Patient sex at time of event was not provided. (B)(4). Investigation- a review of the complaint history, device history record, instructions for use(IFU), quality control(qc), specifications was conducted for purpose of this investigation. The device was noted to be retained by the hospital and was therefore not returned. Four images were provided by the facility and are in the files. The first and second image provided appears to show the marker band held in place with a stent. The third image is the product label which confirms the reported lot number of 5597680. The fourth image shows what appears to be the proximal end of the balloon still attached to the catheter, and another portion of the catheter. The entire device is not pictured. The image shows that the proximal end of the balloon ultimately tore circumferentially. It is unknown whether the burst started longitudinally and then went circumferentially or if the circumferential burst occurred first. It is unclear if the proximal marker band remains on the device. It is difficult to tell whether the shaft underneath the balloon stretched. It is unknown if there are additional damages along the device. The balloon is 100% inspected per qc to ensure the device is built to specifications. The nominal pressure for this device is 8 atm and the rated burst pressure is 11 atm. The user did not report the inflation pressure, therefore it is unknown if over inflation played a role in the balloon rupture. A balloon may burst or tear circumferentially due to angulation or calcification. Calcifications can have unexpected sharp protrusions which can damage the balloon and contribute to burst or tear. The user reported no angulation but stated that it is unknown if calcification was present. It is unknown if a sheath was used with this device. The device is compatible with a 6 fr sheath. After balloon rupture, balloon rewrap becomes more difficult as the balloon cannot fully deflate. A balloon that burst circumferentially has an even more difficult time with rewrap, which increases the potential for separation. Attempted withdrawal through a sheath may increase the difficulty of balloon rewrap and can contribute to increased resistance and subsequently to separation. The IFU states that if a balloon rupture occurs, the device is to be withdrawn with the sheath as a unit. It is likely that some stretching occurred on the tubing underneath the balloon material as the marker bands came off. The marker bands have only been seen to come loose on a shaft, if the shaft outer diameter has decreased in the area of the marker band. Based on the information provided, a definitive root cause for the balloon rupture and subsequent separation cannot be determined. The marker band was retained in the patient and tacked in place using a stent. There is no evidence to suggest that the device was not manufactured per specifications. We have notified appropriate personnel and will continue to monitor for similar complaints.

Event description:
The advance 35 lp low profile balloon catheter burst circumferentially causing the radiopaque marker to separate in the patient. An attempt was made to retrieve the marker but the marker was pushed down to the leg. The physician had to place another manufacturer's stent to tack the marker to the wall of the artery. The separated marker remains in the patient. No additional information has been provided.

Manufacturer narrative:
The event is currently under investigation.

Event description:
The advance 35 lp low profile balloon catheter burst circumferentially causing the radiopaque marker to separate in the patient. An attempt was made to retrieve the marker but the marker was pushed down to the leg. The physician had to place another manufacturer's stent to tack the marker to the wall of the artery. The separated marker remains in the patient.